Event description:
It was reported that during a gastric bypass procedure, while stapling the knife got blocked. Device remained closed on the tissue. The surgeon activated the safety button and used another device to finish the procedure without consequence for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver a complete staple line and only a partial cut line or were the staple line and cut line equal in length when the device was blocked? How was the device removed from the tissue? Was there any damage to the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when?